Event description:
Post deployment of a 26mm sapien xt valve, the patient was found to have an annular rupture and a left main artery occlusion by the native leaflet. The aortic annulus diameter measured 16x27mm and the area was reported to be in the ¿low 400's" by CT and it was decided to use a 26 mm sapien xt valve prepped with 1 cc of volume removed or 21cc. The procedure was uneventful during the bav and initial valve deployment. Post deployment. The valve position was 50:50 a/v with moderate paravalvular leak (pvl) and the physicians decided to post-dilate the valve using an additional 1cc of volume for a total volume of 22cc. After post dilation, the patient became severely hypotensive and bradycardic and required CPR, inotropic support, and continuous pacing. The patient¿s baseline rhythm was nsr with 1st degree av block and lbbb. Angiogram showed partial occlusion of the left main coronary artery (lm) by the native leaflet, but timi 3 flow was present. Balloon angioplasty of the lm ostium was performed to ensure patency. Echo during this time revealed an effusion. A pericardiocentesis was performed to relieve the effusion and blood was being aspirated intermittently. The temporary pacemaker (tpm) was moved from the femoral vein to the right internal jugular to determine if the effusion was from the tpm or from an annular disruption. The effusion after this remained unchanged. The aortic annulus was crossed with a pigtail catheter and an lv angiogram confirmed that the effusion was from an annular disruption. During this time CPR was performed intermittently as well as IV support medication to maintain blood pressure and frequent aspiration from the pericardiocentesis catheter. It was decided to deploy a 2nd valve in hopes of sealing off the annular disruption. After the 2nd valve deployment, angiography revealed worsening of the lm occlusion and therefore the lm was stented. The patient continued to have intermittent episodes of hypotension and remained paced. After stenting the lm the patient remained stable on IV support medications, aspiration of the pericardial effusion had lessened therefore the team felt it appropriate to not intervene further and to continue close evaluation of the patient's status in the ICU. The access site was closed without complications and the patient was transferred to the ICU. Three days later the patient passed away; the cause has not been provided. It was thought that the cause of the events was associated with oversizing of the sapien xt valve to the native annulus, overdilating the valve, and under appreciation of the amount of annular calcification versus the leaflet calcification.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias, coronary flow obstruction and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with the tavr procedure. There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it appears that the cause of the annular rupture was related to patient factors (aortic annulus calcification and small diameter ¿ 16x27mm) and procedural factors (oversizing the valve, post dilation with additional volume). The coronary occlusion was reported to have been caused by the native valve leaflet. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.